Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the complaint could not be duplicated during the investigation process. No defect was found. There were no alarms or errors related to the complaint in the black box or alarm history, only typical usage was observed. Pump passed a 29hr flow accuracy test successfully. The daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates showing the pump was delivering accurately up until the last date used. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that on (B)(6) 2013, the patient was found unconscious and emts were contacted. The patient¿s blood glucose prior to emt arrival was reportedly 29mg/dl, and was 30 mg/dl when the emts arrived. The patient was reportedly given IV glucose and was transported to the hospital. The patient was reportedly removed from the pump and placed on an insulin drip, and at the time of the call to animas was being transitioned to insulin injections. The patient reportedly experienced some memory loss due to the incident and was uncommunicative at the time of the initial contact. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. The patient reportedly did not use advanced features. The reporter noted that the healthcare provider thought the patient¿s basal rates were too high. It was reported that the patient last had basal rates evaluated on (B)(6) 2013 and it was believed that the rates were increased at that time. A review of the bg logs from the patient¿s meter indicated a pattern of low bgs. The meter that was reviewed contained bg readings from (B)(6) 2013, as well as the low bg reading of 29mg/dl from (B)(6) 2013. The reporter noted that the patient had other meters that might have been used as well, but it could not be confirmed if the patient had checked bgs since (B)(6) 2013 or not. According to the pump history and the reporter, the patient changed the battery and cartridge on (B)(6) 2013; the reporter was unsure if the patient also changed the site at that time or not. The reporter stated that the patient generally does not perform cartridge changes while connected. During a follow-up call, the patient denied priming while attached. The patient reportedly does not often prime with the pump, but instead manually primes until insulin is seen coming out of the tubing. The reporter requested that the pump be replaced due to the reported incident. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia of unknown cause while using insulin pump therapy, and due to the request for pump replacement related to the reported incident.